Event description:
In late 2007, the patient reported experiencing recurring a8 (bolus cancelled) alarms on his infusion device. He stated that he is not able to clear the a8 by pressing the check key twice and he must insert new batteries to clear the alarm. He stated that he was able to successfully bolus 5 units of insulin after breakfast. Approximately 1 hour later a 5 unit bolus appeared on the display of the infusion device that he did not program. He stated that he became aware of the bolus when the infusion device began to vibrate and he was able to cancel the bolus before it was delivered. He stated that he then disconnected from the infusion device to take a nap. His blood glucose measured 193 mg/dl when he woke up and he reconnected to the infusion device and attempted to bolus 2 units of insulin and he received an a8 alarm. The patient stated that he does not have a normal blood glucose range and that he is either "high or low." He stated that his physician would be happy with 150 mg/dl. The patient did not want to troubleshoot for evaluation blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient does not have a backup infusion device, and he was advised to contact his physician. Product was replaced and requested to be returned for evaluation.